Event description:
Reporter alleged obtaining the results of 268 mg/dl and 120 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he used alcohol to clean his fingers and he believes they were still wet for the first test. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user facility reported that a marker band had dislodged from a supera stent delivery catheter following a stent placement procedure. Additional info included the following: the physician encountered difficulty while attempting to advance a stent delivery catheter through 7-fr guiding sheath; the physician replaced the supera stent delivery catheter with a second of the same device; while advancing the second stent delivery catheter, the physician observed that there was a marker band "dislodged from the previous catheter;" after deploying the stent, the physician successfully retrieved the detached marker band by inflating a 4-mm balloon inside the marker band; and reportedly, there was no harm to the pt.